Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient presented in the clinic for a routine device check. Upon review, it was discovered that the pacemaker had eroded through the skin. The patient was admitted to the hospital for further evaluations. The device was interrogated successfully and all else was functioning normally. Upon further examination, infection was also observed. The cause of infection was unknown. There were no signs of erosion or vegetation on the chronic leads. The entire system was explanted, and a new competitor system was subsequently implanted on the right side. The patient was stable and was discharged.